Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the case a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed. The patient was reported to be in stable condition at the time this complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model # m-4800-01 and serial# (B)(4)); stockert 70 system (model # m-5463-01 and serial# (B)(4)); cool flow pump (model # m-5491-02 and serial# (B)(4)). (B)(4).